Event description:
Info received via returned product comment info report shows removal of the ins system for infection at generator site. The product was explanted and returned to the MFR for analysis. No add'l info regarding pt symptoms or outcome was known at the time of this report. A supplemental MDR follow-up report will be sent to FDA when add'l info is received.

Manufacturer narrative:
H6: preliminary device analysis was not available on the date of this report. A supplemental MDR follow up report will be sent to FDA when device evaluation is complete.